Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe tip broke during use while connected with the injector. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues between the injector and the 50ml syringe ¿ the syringe tip is breaking while connecting. The n-35 o breaks easily. The design seems flimsy. We believe that it was tested for size and fit with the old 60ml syringes because we attached one to a left over 60ml syringe that we had and it fit. The injector luer-locks all the way into the threads of the 60ml syringe which is not the case with the 50ml syringes. We are wondering if they changed the size or threading when the 50ml syringes were made and now the n-35 doesn¿t fit. If you bend the connection at all on the 50ml it is loose and flimsy, however the 60ml is secure."

Event description:
It was reported that the unspecified bd¿ syringe tip broke during use while connected with the injector. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to have issues between the injector and the 50ml syringe ¿ the syringe tip is breaking while connecting. The n-35 o breaks easily. The design seems flimsy. We believe that it was tested for size and fit with the old 60ml syringes because we attached one to a left over 60ml syringe that we had and it fit. The injector luer-locks all the way into the threads of the 60ml syringe which is not the case with the 50ml syringes. We are wondering if they changed the size or threading when the 50ml syringes were made and now the n-35 doesn¿t fit. If you bend the connection at all on the 50ml it is loose and flimsy, however the 60ml is secure."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.